Event description:
It was reported that the touch pen of the programmer will not calibrate to screen, even with the calibration disk which actually made things worse. The programmer was returned for repair. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis confirmed the reported event. Pen not calibrated to screen. Bezel assembly found out of electrical specification.